Manufacturer narrative:
The system was examined and the reported event was not confirmed. The screws and bolts on the optical head were replaced to resolve the issue. The system was tested and found to meet product specifications. However, how or when the screws became loose is unable to be determined conclusively. The root cause of the reported event can be attributed to a loose screws. However, how or when the screws became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that head of the display is out of alignment. No patient harm was reported. Additional information has been requested.